Manufacturer narrative:
The user reported discrepancies between bg and sg readings. A diagnostic upload was requested and reviewed. Review of the sensor data indicated that the system experienced a period of optical instability and was in the process of stabilizing post insertion. The user was informed that working to stabilize after insertion. The user was guided through a sensor re-link to allow the system to re-initialize and converge faster. The user was advised to continue using the system normally after initialization, and to monitor sg/bg agreement over the next few days. The user acknowledged the information provided and had no further questions. Per dms review, the system is in use with information up to date.

Event description:
On december 15, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.